Manufacturer narrative:
Other product code: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the surgeon was using the instrument according to the surgical technique instructions for use, as part of the poly insert tool, plunger block, nut insert, jack screw, attachment screw and attachment nut assembly. The attachment screw broke off at the junction with the tibial tray while the jack screw was being turned to advance the poly insert. The threaded portion of the attachment screw was in the tibial tray, and the surgeon left it there based on the compatibility of the metal cocr instrument with the cocr implant, and based on the fact that the broken section in the implant was flush with the implant screw hole it was in, making it difficult to get hold of with any type of instrument to attempt reverse threading to remove.